Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for high out-of-range shock impedance measurement, measuring greater than 126 ohms. The patient performed movement maneuvers and no anomaly was found. The plan is to possibly increase the impedance limit to 150 ohms and bring the patient back for a routine follow-up in three months. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for high out-of-range shock impedance measurement, measuring greater than 126 ohms. The patient performed movement maneuvers and no anomaly was found. The plan is to possibly increase the impedance limit to 150 ohms and bring the patient back for a routine follow-up in three months. No adverse patient effects were reported. This device remains in-service.